Manufacturer narrative:
The technician replaced the siderail center arm, ucm cable and siderail dampener to repair the bed. The technician could not determine how the damage occurred.

Event description:
Information received indicates the right siderail center arm is damaged, which damaged the ucm cable and siderail dampener and prevented the siderail from latching.